Event description:
It was reported that the device had wrong atrial fibrillation (af) detection due to noise. The device is still in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.